Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent implant dislodged when the physician removed the protective sheath; however, it was not noted and the device was used in the pt and inflated. After the inflation, the stent dislodgement was realized and the stent implant was found inside the protective sheath. The sds was prepared as usual, and also the indeflator had not been connected to the sds when the protective sheath was removed. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4): result- product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and fluid in the hub. The stent implant had dislodged from the balloon and was located in the protective sheath. The third, fourth, and fifth row of distal struts were slightly flattened. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath. Product performance engineering reviewed the incident. The product's IFU states, "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing the mandrel, removed the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Factors that can affect stent dislodgement outside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during product preparation. In the case, the presence of crimp marks on the balloon and between the markers indicates that the stent was originally positioned correctly and securely at the time of MFR. Additionally, measurements of the outer diameter of the stent and the inner diameter of the protective sheath were within manufacturing criteria. The analysis also found that the third, fourth and fifth row of distal struts were slightly smashed, though this damage may have occurred as a result of handling during or after the stent dislodged from the balloon. As reported in the case description, the stent might be damaged, as the physician touched it after removing it outside the protective sheath. It is also possible that if significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, which may facilitate stent dislodgement. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security. And dimensionally inspected to verify the crimped stent outer diameters. Furthermore, a sampling of units is subjected to a stent movement test to verify stent security. Also noted during the analysis was a kink in the hypotube at the distal end of the strain relief tubing. However, since this damage was not reported in the case description, it is likely that the shaft kinked as a result of packaging and shipment back to abbott vascular for analysis. Although this cannot be verified, this damage does not appear to be related to or have contributed to the reported difficulties. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In this instance, although there does not appear to be any indications of a product quality deficiency, a definitive cause for the reported stent dislodgement cannot be determined. This MDR is considered closed by the product performance group.